Event description:
The customer reported an overvoltage fault error message. The overvoltage error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The candle sticks were evaluated and regreased. The system was tested and found to be working as intended and returned to service.